Event description:
A customer reported a fast-draining battery issue with the adc device. As a result, customer was unable to use device to monitor glucose and experienced symptoms of hyperglycemia including headache, chest pain, dizziness, and wanted to vomit. The customer was unable to self-treat and was seen by a healthcare professional who administered rapid insulin (dose unknown) for treatment of hyperglycemia and was additionally given a piece of bread. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader and kit pack for verification of correct cable and adapter was reviewed. The dhrs showed the libre reader passed all tests prior to release and correct cable and adapter was part of the kit pack . If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a fast-draining battery issue with the adc device. As a result, customer was unable to use device to monitor glucose and experienced symptoms of hyperglycemia including headache, chest pain, dizziness, and wanted to vomit. The customer was unable to self-treat and was seen by a healthcare professional who administered rapid insulin (dose unknown) for treatment of hyperglycemia and was additionally given a piece of bread. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and usb/charging cable no issues were observed. Reader was sufficiently charged. The reader was de-cased for further inspection and no issues were observed. Power consumption test performed and was within specifications. No malfunction or product deficiency has been identified. Therefore, issue is not confirmed due to fast draining battery not observed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a fast-draining battery issue with the adc device. As a result, customer was unable to use device to monitor glucose and experienced symptoms of hyperglycemia including headache, chest pain, dizziness, and wanted to vomit. The customer was unable to self-treat and was seen by a healthcare professional who administered rapid insulin (dose unknown) for treatment of hyperglycemia and was additionally given a piece of bread. There was no report of death or permanent injury associated with this event.